Event description:
The caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2015; inratio inr: 1.7; laboratory inr: 3.6. Therapeutic range: 2.5 - 3.5. The time between testing was five (5) hours. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, and retain strips for lot# 339256 were no longer available, lot# k338734 was selected for internal investigation purposes. Lot# k338734 is identical, except for the outer packaging and labeling, as lot# 339256. A review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. The root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.